Event description:
It was reported that during implantation, the patient was not having a stimulation response to the programming. An external neurostimulator was used to test the stimulation response. Impedances were greater than 40 ,000 ohms on all pairs except 0-1. Pair 0-1 had an impedance of 611 ohms. Connections were reconnected and rechecked, but the impedance measurements remained the same. The next day, it was reported that another lead was used for the procedure. The second lead was tested and all the impedances were normal. Three days later, it was stated that the lead placement was completed with the second lead "without any additional obstacles". Nine days later it was reported that the patient recovered without sequela. No additional information was reported. If additional in formation is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3387s-40, lot#: v986836, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.